Event description:
It was reported that a transmitter would not power up. The transmitter had no power light and the contacts were found to be burned. The patient condition was unknown.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on (B)(6) 2025.